Event description:
Caller reported a cgm error with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, guiding the caller through the process, which resolved the issue, allowing the caller to successfully start their sensor session.